Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that there was a computer operating issue on the arctic sun device. There was a blank screen. All the connections were secure according to the nurse. The nurse turned off and unplugged the machine and plugged it back in and turned it on with no luck. The nurse was getting a back up machine from the emergency department. Per follow up 1 on 20sep2020 via nurse, stated issue was resolved after troubleshooting. Therapy continued with no other issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a computer operating issue on the arctic sun device. There was a blank screen. All the connections were secure according to the nurse. The nurse turned off and unplugged the machine and plugged it back in and turned it on with no luck. The nurse was getting a back up machine from the emergency department.